Manufacturer narrative:
Investigation results: visual inspection: the pedicle screw showed no signs of damages or defects. The set screw had no outward damages; the thread had normal wear. The bottom of the screw, however, had typical circular wear which showed that it was not properly tightened. Respectively a screw which was tightened over a not correctly placed rod. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot numbers. Conclusion/ preventive measures: the cause of the set screw loosening was a rod that was not correctly/fully inserted into the head of the pedicle screw. The reported problem was confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with product sq001ts - ennovate c set screw sterile. According to the complaint description, there was postoperative loosening of the set screw. During the revision, it was noted that the tulip was defective. The screw was removed without replacement. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: sq678ts/ ennovate c mis screw 4.5x28mm canulated (aesculap ag reference no. (B)(4))